Event description:
The patient underwent full revision surgery due to high lead impedance and prophylactic battery replacement. The explanted lead and generator were discarded after surgery. No other relevant information has been received to date.